Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had a micro-perforation and was causing diaphragmatic stimulation. Initially, the parameters on the lead were reprogrammed and it was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.